Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Unit also received with cracked case(battery tube) and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was damaged at battery compartment. Customer¿s blood glucose level was 109 mg/dl. The customer was advised to discontinued the insulin pump and revert to back up plan. The device will be returned for analysis.